Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic bleeding, endometriosis and ovarian cyst on (B)(6) 2022, acute bronchitis and acute sinusitis in 2015, thrombophilia in 2014 and pelvic pain and obesity. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic bilateral salpingectomy & removal of essure). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.58 kg/sqm. [Computerised tomogram] in (B)(6) 2021: abnormal positioning of lap band with large hiatal hernia and dilation of the distal esophagus as well as proximal stomach. Cholelithiasis with small amount of oral contrast within gallbladder. [Pathology test] on (B)(6) 2022: final diagnosis bilateral fallopian tubes: fallopian tubes showing no significant pathological changes. Clinical information pain of pelvic girdle, supervision of normal first pregnancy, antepartum gross description: 2 undesignated intact fallopian tubes measuring 4.2 cm and 4.9 cm in length, 1 cm in diameter at the fimbriated portion in the longer segment and 0.7 cm in diameter at the ampullary portions. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic bleeding, endometriosis and ovarian cyst on (B)(6) 2022, acute bronchitis and acute sinusitis in 2015, thrombophilia in 2014 and pelvic pain and obesity. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic bilateral salpingectomy & removal of essure). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.58 kg/sqm. [Computerised tomogram] in (B)(6) 2021: abnormal positioning of lap band with large hiatal hernia and dilation of the distal esophagus as well as proximal stomach. Cholelithiasis with small amount of oral contrast within gallbladder. [Pathology test] on (B)(6) 2022: final diagnosis. Bilateral fallopian tubes: -fallopian tubes showing no significant pathological changes. Clinical information: pain of pelvic girdle, supervision of normal first pregnancy, antepartum gross description: 2 undesignated intact fallopian tubes measuring 4.2 cm and 4.9 cm in length, 1 cm in diameter at the fimbriated portion in the longer segment and 0.7 cm in diameter at the ampullary portions. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.